Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5 and h6 per new information received.

Event description:
Edwards received notification via clinical trial that a 27mm mitral valve was explanted after 5 years and 2 months due to severe stenosis and moderate regurgitation secondary to pannus overgrowth. As per the pre-redo echo report the valve showed severe stenosis (max mean gradient of 10 mmhg) and moderate central regurgitation with prosthesis well seated. There was restricted motion of all 3 leaflets with 1 leaflet completely immobile. Pathology report showed focal attachment of chordae from the native valve at one post and circumferential inflow and outflow fibrous pannus. There was scattered fibrin on the valve inflow surface. Cusps were mobile but there was a failure of the cusps to coapt at the center of the valve. A non-edwards 31mm mechanical valve was implanted in replacement. A concomitant tricuspid valve repair was also performed using a ring. Mild residual regurgitation was observed after the implantation. Patient was discharged home on pod #13.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. The device was not returned for evaluation, as it is unavailable for return. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification via clinical trial that a 27mm mitral valve was explanted after 5 years and 2 months due to leaflet inadequate coaptation, leaflet motion restricted, stenosis, and central regurgitation secondary to pannus overgrowth. A non-edwards 31mm mechanical valve was implanted in replacement. Patient was discharged home on pod+13.